Event description:
On (B)(6) 2009, the pt reported that when she changes the insulin cartridge of her infusion device she receives an e10 (cartridge error) and she sees air bubbles in the cartridge. She stated she has switched to her backup infusion device and has not had this issue with the backup device. She said when she took out the cartridge, there was an air bubble the size of a pencil end at the top of the cartridge. She stated the bubble was not there when she filled the cartridge. She said she uses room temperature insulin and securely tightens the luer lock. The pt successfully primed out the air bubble and put her device in run without error. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.